Event description:
The initial reporter stated they had issues with controls being outside of range for hapt2 tina-quant haptoglobin ver.2 on a cobas 6000 c (501) module. The customer stated their third party controls have been recovering low since changing a calibrator lot. They have tried using two different reagent lots, but controls still recover low. Roche controls recovered acceptably. The customer stated they also received discrepant results for one patient sample tested for haptoglobin. The sample initially resulted in a haptoglobin value of 30 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 13 mg/dl. The repeat value was deemed correct. The haptoglobin reagent lot number was 551109. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The customer ran controls and these recovered within range. The customer adjusted the ranges for their third party controls. The customer had no further issues with the haptoglobin assay. The investigation could not identify a product problem. The cause of the event could not be determined.